Manufacturer narrative:
H.6. Investigation findings: code c21 updated to code c19. H.6.: code c19: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. H.6. B22 updated to b14. H.6. Investigation conclusions: code d16 updated to code d12: according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to, endoleak.

Event description:
The following information was reported to gore: on (B)(6) 2020, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. After coil embolization for the inferior mesenteric artery and the lumbar artery, stent graft placement was completed without any issues. The aneurysm size was reportedly about 52 mm x 51.4 mm. Subsequent follow-up examination confirmed a type ii endoleak via the inferior mesenteric artery with aneurysm enlargement. On an unknown date on (B)(6) 2022, an additional embolization of the inferior mesenteric artery was performed. However, the aneurysm continued to enlarge. On (B)(6) 2023, CT angiography confirmed an unknown type of endoleak. The aneurysm size was enlarged approximately 67mm x 58mm. On (B)(6) 2023, reintervention was performed. There was no sign of endoleak during the intraoperative angiography. An aortic extender component was placed to extend the proximal aortic neck and the procedure was completed. Reportedly that a type ii endoleak from branch of the inferior mesenteric artery was suspected based on the data of CT angiography on (B)(6).

Manufacturer narrative:
Narrative: h.6.: code b20: device remains implanted and therefore not available for direct analysis. H.6.: code b22: results pending completion of investigation. H.6.: code: e050102 used to capture aneurysm enlargement 5mm. H.6.: code c21: results pending completion of investigation. H.6.: d16: conclusion not yet available. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.